Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#1627487-2017-05405. The patient alleged loss of therapy. Reportedly, troubleshooting with alternate system programs did not provide resolution. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced. Follow-up identified stimulation was restored and the issue resolved.